Manufacturer narrative:
Complaint sample was not returned to codman, and product lot number is unknown; therefore, the evaluation could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint is considered closed at this time. If the complaint sample becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar complaints. Device not returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected, it was noted that biological debris has come into contact with the filter in the drip chamber; this could be due to the eds iii being laid down when moving the patient. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and emptied into the collection bag. The root cause of the problem reported by the customer could not be determined, as the purified water flowed from the drip chamber into the collection bag. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
E-mail received from the sales rep. Informed that: "csf won't drain from drip chamber to collection bag. Customer squeezed the bag, then change drain".